Event description:
Enduser alleged that the rear wheels were wobbling. Also stated that when looking at it the bearing was bent.

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the rear caster wheels on his (B)(4) transport chair are allegedly wobbling. Consumer also alleges that the bearings appear bent. No injury alleged.